Event description:
The following information was obtained through the clinical study (B)(4): it was reported the physician implanted a gore® cardioform asd occluder on (B)(6) 2019. On (B)(6) 2019 the patient was noted to have an atrial flutter requiring hospitalization and treatment. The patient was treated with metoprolol, potassium chloride, bumex and was discharged with a holter monitor. The patient has a pre-implant history of sinus rhythm issues.